Event description:
It was reported that the foreign material (hair-like) was found inside the package. Device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material present within the product packaging is inconclusive due to poor sample condition. One 20 ga x 0.75 in safestep infusion was returned in opened packaging with lot: asdus0143. Two hair fibers were visible within the opened packaging. One of the hair fibers was located near the safety base and was adhered to the adhesive within the foam pad. The safety mechanism had not been activated and no apparent evidence of use was observed on the device. Two photo samples of a safestep infusion set were also provided for evaluation. The photos corresponded with the returned physical sample. The contents within the packaging and condition of the sample prior to package opening could not be confirmed from the photos provided; therefore, the complaint is inconclusive. Based on the description of the reported event, possible contributing factors include hair deposition prior to kit packaging or after package opening during use. A lot history review (lhr) of asdus0143 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdss0143 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the foreign material (hair-like) was found inside the package. Device was not used on the patient.